Event description:
Intuvie received a report indicating that an infusion pump failed the ground resistance test at 0.308ohms. The passing specification for the ground resistance test is <0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the ground resistance test at 0.308ohms. The passing specification for the ground resistance test is <0.1 ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The device battery was replaced, which successfully resolved the issue. Reference to complaint # (B)(4).